Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascps0208 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (ascps0208) have been reported from the same facility in (B)(4).

Event description:
It was reported that the y site leak during flushing with five devices. This report addresses the fourth device.